Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v803150, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the battery was replaced due to normal battery depletion, and the lead coiled, snagged and got caught because it was scarred into the pocket in that fashion. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs when referenced to one electrode. The telemetry was determined to be acceptable. Analysis of the lead model 3889-28 lot # v803150 showed connectors #0 and 1 were crushed at the proximal end. The outer insulation was separated at the butt joint. Electrical testing determined no electrical shorts were seen between circuits and the continuity was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# v803150, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type lead. Patient code (B)(4) pertains to the lead ((B)(4)). Device codes (B)(4) pertain to the lead ((B)(4)).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the surgeon was replacing the battery and was attempting to free up the lead from the scar tissue as it was coiled up in the pocket. The rep noted that the lead snagged as the surgeon was pulling it through the tissue and caught at the lead electrodes that were typically housed in the implantable neurostimulator (ins) causing the casing to pull away from the lead and expose the wires. The lead was completely removed and replaced on the contralateral side which resolved the issue. The patient¿s medical history included hypertension, overactive bladder, and prostatectomy. No further complications were reported or were expected.